Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of operative notes. Operative notes stated that the patient underwent a hip aspiration due to a hematoma. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Review of the device history records identified no deviations or anomalies during manufacturing. Additional information does not change the root cause of previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Part: 00801803602, femoral head 12/14 taper, lot: 62177099. Part: 00630505036, liner standard 3.5 mm offset 36 mm, lot: 62175111. Part: 00620205422, shell porous with cluster holes 54 mm, lot: 62076380.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: part: 00801803602, femoral head sterile product do not resterilize 12/14 taper, lot: unk. Part: 00771101100, femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 11 standard offset, lot: unk. Part: 00630505036, liner standard 3.5 mm offset 36 mm i.d. For use with 50/52/54 mm o.d. Shells, lot: unk. Part: 00620205422, shell porous with cluster holes 54 mm, lot: unk. Multiple MDR reports were filed for this event, please see associated reports: head: 0002648920-2019-00501, stem: this report, liner: 0002648920-2019-00500, shell: 0001822565-2019-02779.

Event description:
It was reported that initial left total hip arthroplasty performed and subsequently one month later, underwent an aspiration of the left hip and again thirteen days later due to persistent postop pain. The surgeon reported the patient had a liquefying hematoma of the left trochanteric region. Attempts have been made and no further information has been provided.